Event description:
A female pt experienced a burned cornea, redness, blurry vision, and light sensitivity after using the ultracare system to disinfect her lenses. In pts original report, the pt had rinsed the lenses with the sterilization solution (presumably hydrogen peroxide) prior to inserting the first lens. Subsequently, the pt had followed directions and the lenses had been rinsed with saline solution prior to insertion. The pt sought treatment the next 9ay at a local emergency room where pt was diagnosed with a corneal burn, treated with an unknown antibiotic and patched for 2 days. Pt was subsequently examined by an opthalmologist who reportedly diagnosed a serious infection and vasocidin was prescribed. The burning subsided after a few days and the condition resolved within 10 days.